Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy from mid-sternum to back. There was no alleged device malfunction contributing to the rash. The patient¿s physician advised temporarily removing the device for the rash. Follow up indicated that the rash improved.